Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Corrected information: h6.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. How many devices demonstrated the alleged deficiency on each involved patient event? Ans: two devices. If there are multiple patient events, ask: 2. Provide the specific number of patient events: ans: n/a as it happened to a single patient at a single event. 3. Did the event occur during one or multiple patient procedures? Ans: one patient procedure. 4. What is the total number of procedures? Ans: one. 5. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Ans: n/a as it happened to a single patient at a single event. 6. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Ans: n/a as it happened to a single patient at a single event.

Event description:
It was reported that a patient underwent a bone graft procedure on (B)(6)2024 and suture was used. During the procedure, vicryl sutures broke off when surgeon about to tie knot. No adverse patient consequences were reported. Additional information was requested.